Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). G3 date received by mfg - correction the date in the initial MDR. The correct date should be 11/04/2025. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ¿no readings¿, ¿sensor error¿, or "brief sensor issue" occurred. The sensor was inserted on (B)(6) 2025. On (B)(6) 2025, the patient experienced a sensor error for more than three hours. The patient did not take fingersticks during this time. An unknown time after, but on the same day, the patient experienced vomiting. The patient went to the hospital and when a fingerstick was taken the blood glucose reading was 400 mg/dl. The cgm device was still showing a sensor error at that moment. The patient was treated with intravenous insulin. The patient was discharged after a week. At the time of the report the patient was stable. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.